Manufacturer narrative:
An event of chest pain, and pericardial effusion approximately after one month post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Abbott requested for procedure imaging reports which were not provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion appears to be a combination of procedural complication (multiple partial recaptures, several device manipulations and positioning). The reported chest pain was a cascading effect of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath. The patient had a pre-existing 2cm effusion at the start of the procedure. Intracardiac echocardiography (ice) was used during the procedure. Heparin was administered. The patient's activated clotting time (act) level was 281 seconds. The patient's left atrial pressure was 17 mmhg. During the procedure the occluder was partially re-captured several times. The occluder was implanted. On (B)(6) 2025 the patient presented to the emergency room with chest pain. The pericardial effusion grew to 2.7cm and the fluid appeared to be serous. 500cc of the fluid was drained. The patient was put on colchicine for thirty days. The patient status was stable. Per the physician, the occluder may have worsened the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath. The patient had a pre-existing 2cm effusion at the start of the procedure. Intracardiac echocardiography (ice) was used during the procedure. Heparin was administered. During the procedure the occluder was partially re-captured several times. The occluder was implanted. On (B)(6) 2025 the patient presented to the emergency room with chest pain. The pericardial effusion grew to 2.7cm and the fluid appeared to be serous. 500cc of the fluid was drained. The patient was put on colchicine for thirty days. The patient status was stable. Per the physician, the occluder may have worsened the pericardial effusion.